Event description:
Tip of microcatheter broke off into two separate places, causing no reflow and st elevations due to ischemia. One piece was retrieved, and one piece remains in the vessel. Patient transferred to ICU [intensive care unit] in stable condition.